Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered inappropriate shocks and 12 burst of anti-tachycardia pacing (atp). This patient was from united stated and was travelling when this inappropriate shock was delivered. Technical services (ts) reviewed and stated that this inappropriate shock were due to electromagnetic interference (emi). This device currently remains in service. No adverse patient effects were reported.